Event description:
It was reported that the tandem-provided usb cable was not working. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of charging the pump.